Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were not detected in device. A field service engineer (fse) reseated the drawer board cable on main drawer 3.1, which resolved the issue. The final software test was successfully completed using the hardware test application. The escort was able to inventory medications from the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 3.1 and auxiliary 6.1 drawers had multiple rows of cubies that are physically in the device but not showing on the storage map and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.